Manufacturer narrative:
The service repair technician (srt) was unable to duplicate the reported complaint. He replaced the flowmeter as a precaution. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The product surveillance technician (pst) identified this issue during set-up for a sample evaluation of another device. He observed the gas values to erratically switch between >10 and <0.2, and the stepper motor was constantly trying to adjust and stuttering.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed "service gas system" and "knob adjust only" messages. There was no patient involvement.